Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the preparation, a trapezoid basket was used in an attempt to crush a 1cm stone from the common bile duct with an alliance handle. However, the handle cannula broke and the basket failed to close. Fortunately, the stone fell from the basket, enabling the physician to take it out of the cbd. A different device (bml) was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
D4: the complainant was unable to provide the suspect device lot number; therefore, the expiration and device manufacture dates are unknown. E1: initial reporter phone number: (B)(6).